Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The report of power elevations and low flow alarms was confirmed based on the information contained in the log file that was retrieved from the returned system controllers. The log file recorded consistently elevated levels of pump power as well as intermittent low speed advisory and low flow hazard alarms. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is expected to be provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was doing well as an outpatient on (B)(6) 2015. The patient's lactate dehydrogenase (ldh) level was reportedly stable and the patient had no further power elevations or low flow alarms. The patient was put on the heart transplant list and received a transplant on (B)(6) 2015. No pump issues were reported. The patient was discharged home on (B)(6) 2015 and was reportedly doing well. The pump was discarded and not returned for evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the lvad clinic for a "turn down" study to assess for lv recovery. The pump speed was ramped down and then returned to the normal settings. It was reported that the patient was not exhibiting signs of recovery. Following the study the patient noticed elevated pump power levels and reported seeing power fluctuations since lvad implantation. The patient then developed low flow alarms at different times. The system controller was exchanged. It was reported that in an effort to obtain more consistent flow and pump power values, the patient was switched from a 7.19 to a 7.23 software system controller. The patient continued to have elevated pump powers and low flow alarms. The patient was instructed to present to the ER for ongoing evaluation. The patient's clinical parameters included a well perfused patient without any overt heart failure symptoms. The patient¿s mean arterial pressure (map) was 98 mmhg, lactate dehydrogenase (ldh) was 287 u/l, international normalized ratio (inr) was 1.7, and hemoglobin was 15.2 g/dl. A chest x-ray revealed no active disease and echocardiogram results revealed that the right ventricle was well preserved. The patient¿s left ventricular end diastolic diameter (lvedd) was 6.4 cm, left ventricular end systolic diameter (lvesd) was 6.0 cm, the aortic valve was opening with each beat, the septum was midline, there was moderate to severe mitral regurgitation and moderate aortic insufficiency, and no tricuspid regurgitation. Heparin infusion was initiated. The patient was reported to be asymptomatic. Following the study, the submitted system controller log file contained multiple low flow alarms; several of which were below the alarm threshold. During these events pump power was highly elevated and a red heart alarm was noted. According to the hospital staff the pump parameters went back to baseline after the heparin drip was initiated. Occasional pump power elevations to 16 watts were noted. The patient¿s inr was 1.7 on (B)(6) 2015, but it was 2.1 on (B)(6) 2015 (the day of the turn down study). The patient¿s inr was 2.3 on (B)(6) 2015. It was thought that possible interactions between coumadin and new (B)(6) medications occurred; however this was not definitive. X-ray images of the driveline did not show any areas of concern internally or externally. No additional information was received.

Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.